Manufacturer narrative:
The biomedical engineer (bme) the customer reported that they lost data for 4 hours. The historical data back filled when the gz transmitter reconnected (to the network). The customer did not know what was being displayed at the central nurse's station (cns) that is supposed to monitor the patient vitals from the telemetry transmitter during this time. They believe it affected real time monitoring. The complaint is unclear as the customer does not know the details of the complaint. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: central nurse's station model: ni sn: ni.

Event description:
The biomedical engineer (bme) the customer reported that they lost data for 4 hours. The historical data back filled when the gz transmitter reconnected (to the network). The customer did not know what was being displayed at the central nurse's station (cns) that is supposed to monitor the patient vitals from the telemetry transmitter during this time. They believe it affected real time monitoring. The complaint is unclear as the customer does not know the details of the complaint. No patient harm was reported.